Event description:
It was reported that during engineering evaluation, it was discovered that the attachment device failed temperature specifications. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The date the device was returned to the manufacturer was unknown. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device failed temperature specifications. The reported condition was confirmed. However, an assignable root cause was unable to be determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.